Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the front bezel. The device is repaired and passed all testing.

Event description:
The customer reported navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.